Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery longevity was short until display screen of insulin pump did not turn back on. Customer's blood glucose was 200 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing, but battery compartment and spring was corroded. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery alarm due to blank display. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners.